Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on (B)(6) 2012. The patient experienced a metallic taste in their mouth, increased pain, gynecological pain (had no pain usually), was very apathetic, drowsiness, and heard people talking as if far away.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (8.0mg/ml, 3.2003mg/day) and clonidine (1.0mg/ml, 0.400mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A motor stall occurred on (B)(6) 2018 at 06:28 with a recovery on (B)(6) 2018 at 02:59 (confirmed via provided logs). The patient experienced withdrawal symptoms and was hospitalized. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was supplemented with oral medication and the pump was replaced on (B)(6) 2018. The pump would be returned. The issue was considered resolved as of (B)(6) 2018. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.